Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that during the trial the patient had 100% pain relief, but when she got the implant she did not have pain relief. The patient said that it worked for a month or so, but they are in pain 24/7 and now it was not working. The patient tried adjusting the settings, but that did not help. The patient said that she had an appointment on the 20th with her hcp. The patient said the ins was not working like it was supposed to since it was put in. The patient repeated that she had a fall 2 months ago. The patient wanted a rep to come to their appointment on the 20th for reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that no further steps had been taken to resolve the loss of therapy and the pain, and that the issues were ongoing. The patient has an appointment scheduled with their health care professional for (B)(6) 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-10-28. It was re-reported that she has had a loss of therapy. The ins worked at the beginning for ¿maybe a month¿ and it is ¿not working at all¿ since then. The patient stated that she wears a "back brace" from the implant surgery because it is "the only thing that helps". The patient stated that she has had "2 days of relief" because she has been wearing the back brace. The patient later stated this relief has been going on for the last 3 days. The patient stated on the call that her back was "not bothering" her because she wasn't doing anything, but stated if she stands, walks or lifts anything her back bothers her and she is in pain. The patient re-reported that she has "upper (back) pain" still and she is getting injections for it. The patient mentioned that she has a balance problem and she falls a lot. The patient stated that the last fall she had was 1 to 1 ½ months ago. The patient stated she didn't fall on her back and stated that she fell on her "left leg" and broke a bone in her leg and her left leg swelled up like a balloon. The patient mentioned she has not had the ins checked following the falls. The patient stated that she has tried making changes to stimulation and stated that it is not helping at all. The patient further clarified that the current programming she has is not working for her. The patient was redirected to their healthcare provider (hcp) to discuss symptoms and programming. The patient mentioned that prior to implant when she was working at taco bell 9 years ago, she fell and got a bulged disc and stated she had to have a "rod put in and fused" and stated this event led to her getting the ins. The patient confirmed this occurred prior to implant. The patient mentioned she maintains the ins charge level. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss of therapy. It was reported that their upper part of their back was still hurting. If they bends over, the top part of their back hurts. There was a report that the patient had an appointment at the doctors office and the wanted a manufacturer representative to be at the appointment. The patient wanted their stimulator adjusted. It was considered to be a sudden change in therapy or symptoms. Relevant medical history includes spinal pain.